Manufacturer narrative:
The unit was verified through the technical service console. It does not showed any error. Logs were downloaded. Some spins (more than 8) in 3d mode were done because the representative needed to recreate the error, however during 4 hours unit worked properly in different modes (2d, 3d) gantry was moved using different modes in the pendant (wag, tilt, x, y) and unit continued working properly. The representative proposed to specialist join me to a surgery to validate the error in real-time. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2021 (B)(4) (rep, hcp): medtronic received information regarding an imaging system being used outside of a procedure. It was reported that they were using trying to take a spin of the patient when the system stopped half way through their first spin. Thinking he let go of the button the representative went to perform another spin when the system stopped the spin halfway again and then the temperature alarm went off and the indicator on the screen showed it fully red. This was only the second attempt of the spin from when the unit was powered on. The representative rebooted the system and the temperature alarm was gone and the indicator on the pendant showed it completely cooled.